Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information was available for reporting it is unknown when event occurred. This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The 510k is unavailable. Implant dates are not available; devices have not been explanted. Device remains implanted and is not available for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on unknown date, surgery for distal radius fracture was performed using the va locking hand system. The fixed area was the dorsal side of the 5th metacarpus. It was reported that the patient could not bend his/her finger after the surgery. No information on products used or date of operation has been reported. It is unknown if a revision is planned. Patient status is unknown. This is report 1 of 2 for pc-(B)(4). This report is for an unknown plate.